Manufacturer narrative:
(B)(4). The device was serviced on-site by a field service technician. The field service technician performed a visual inspection, functional testing, and an event history log review. Functional testing and the review of the alarm log revealed that the device had presented an f-38 alarm. The cause of the f-38 alarm was determined be out of specification force sensing resistors (fsrs) and the fsrs were replaced to resolve the problem. The device was serviced and restored to a good working condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a flogard infusion pump presented an f-38 alarm. It was not specified when in the process this occurred. There was no report of patient involvement. No additional information is available.